Event description:
An international company representative reported the device would not power on. The manufacturer's service technician replaced the power management pcb board to correct the finding. The power management pcb board was returned to the manufacturing site for analysis. Analysis of the board revealed an open component, which can result in shut down or failure of the device to restart in normal vent mode operation.